Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump gave call service alarm that the reporter was unable to specify. The pump was not available for review and no additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, there were no call service alarms observed in the pump history. There was no data from the time of the reported alarm due to continued use. The rewind, load and prime steps were successfully performed with no alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).